Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A facility representative reported ablation treatment stopped at 11% and the system displayed an error message that energy levels were outside the 20% range in the right eye. The treatment was aborted. The staff performed another energy check which required pressing on the pedal four times to complete. The error message continued to appear. The energy check was able to be completed and a gas change was performed. The remainder of the treatment was completed. The left eye was completed without complication. Additional information has been requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the user skipped gas change and scanner test and performed the needed energy, eyetracker and fluence test successfully. The logfile review could confirm the occurrence of a warning message during the reported treatment. The warning message occurred many times after laser firing, then the treatment was aborted by the user. The user performed energy check again and restarted the surgery. The surgery was completed without problem. The root cause for the warning message could not be identified according to the logfile. During technical onsite visit the field service engineer (fse) replaced the energy sensor and successfully completed system verification to specification. A root cause could not be determined conclusively. Most possible root cause could be a faulty board and energy sensor. The manufacturer internal reference number is: (B)(4).